Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported unspecified bd pump had air in the line. The following information was provided by the initial reporter: "nursing staff reported there was an air in the line. Nurse was able to identify air bubbles in the line".

Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported bd alaris¿ pump module smartsite¿ infusion set had air in the line. The following information was provided by the initial reporter: "nursing staff reported there was an air in the line. Nurse was able to identify air bubbles in the line." D.1. Medical device brand name: bd alaris¿ pump module smartsite¿ infusion set. D.2. Common device name: intravascular administration set. D.2. Medical device type: fpa. D.4. Medical device catalog #: 2426-0007. D.4. Medical device manufacturer: sistemas medicos alaris, s.a. De c.v. (Tijuana). D.4. Unique identifier (UDI) #: (B)(4). D.9. Device available for eval?: yes d.9. Returned to manufacturer on: 11/19/2021. G.1. Manufacturing location: sistemas medicos alaris, s.a. De c.v. (Tijuana). G.4. PMA / 510(k)#: k944320. H.6. Investigation: sample was returned and investigated. The model 2426-0007 administration set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. The distal smartsite was observed broken and missing. The separated smartsite was not returned with the set. This believed to be an incidental finding. Since there was no report of the set leaking. No other anomalies were observed on the set during visual inspection. The secondary set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. There were no irregularities observed. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was unknown. H3 other text : see h.10.

Event description:
It was reported bd alaris¿ pump module smartsite¿ infusion set had air in the line. The following information was provided by the initial reporter: "nursing staff reported there was an air in the line. Nurse was able to identify air bubbles in the line."